Event description:
Per the user facility and uf medsun report: (B)(6) 2011: a left knee procedure was performed. A drain was placed and a davol sure trans auto-transfusion device used. It was reported that the drain was later removed without difficulty on the patient's first postoperative day. (B)(6) 2011: the patient was discharged home. The patient is alleged to have had ongoing knee problems over the course of two years including pain, swelling, joint popping, clicking, blood clots - patient was admitted to the hospital for a large dvt and pe-ivc filter placed and was discharged home on anticoagulants. Patient continued to experience knee pain of unknown cause. (B)(6) 2013: a knee x-ray and MRI were performed which revealed no abnormalities. A bone scan noted the retention of a fenestrated soft tissue drain fragment on infrapatellar region on plain radiograph a loose body was identified. No plans to retrieve drain piece at this time. Hospital alleges that the loose body is a fragment from the davol sure trans device. As an unintended portion of the device is alleged to be within the body it could result in the need for surgical intervention in the future, as such an MDR is filed to document this event.

Manufacturer narrative:
It is alleged that the fragment is a portion of the davol device, however no images were provided to confirm that it was in fact a portion of the davol device. Based on the information currently available, it is unknown whether the device may have caused or contributed to the event. The device was disposed of after use and a product lot number was not included in the report therefore a review of the manufacturing records could not be conducted. It was indicated that no surgical intervention has been planned to remove the device at this time. This MDR includes all patient, event and device information davol has received to date. No conclusion can be drawn at this time. (B)(4).